Event description:
It was reported that this right ventricular (rv) lead exhibited noise and there was noted oversensing on one of the recorded events. No known cause was reported. The patient will continue to be monitored. This lead remains in service. Upon review of the device data it was discussed that all parameters are showing to be adequate and there are no interventions needed as the device is working appropriately. In addition, the rv lead was confirmed to be a non-boston scientific product. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).